Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1n51f, product type lead . Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient had high impedance through their external neurostimulator (ens). Several impedances tests were run and their lead was eventually replaced, this resolved the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot# va1n51f) found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.